Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that the insyte 24ga x 0.75in experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: peripheral catheter that when trying to channel the patient presents quality problems.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: peripheral catheter that when trying to channel the patient presents quality problems.